Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) to claim no audio output on (B)(6) 2015. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. At the time of the call, dexcom technical support advised patient to test the alert functionality, patient reported the receiver vibrated but there was no audible alert.